Manufacturer narrative:
The device was returned on october 25th, 2021 for evaluation. Received one new list #034-h2782, 36 cm (14¿) aprox 4,6 ml, set lineal pur, c/punzón c/válvula, microclave¿, filtro taxol, clave (lot #5168000) and visually inspected. As received, no visible damage or anomalies were identified. No used product or mating devices were returned. The sample was leak tested according to product performance specifications and no leak occurred. The reported complaint could not be confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a chemoclave that leaked paclitaxel. It was reported that the leak was detected at 9:00 am before administering paclitaxel to the patient. The leak was evident when touching the filter once it was placed in a vertical position for administration. It was also reported that one of the professionals did not wear protection when placing it, as it was a closed system. There was no reported harm to the personnel. This is the second of two events reported.